Event description:
Additional information was received from a family member of the patient. They reported that they met with the representative (rep) last monday and rep made adjustments to make the implant charge last longer. Rep mentioned the implant should stay charged 6.5 days. Rep explained that if the implant were to drain from 100% to 0% that this would be an equipment issue and if the implant still had 40% left that this would be a stimulation issue. This past sunday the implant was charged to 100% with the therapy on. Then after 2 days, the patient started complaining of pain level prior to getting the implant. Caller also mentioned implant was still depleting faster than usual and patient had 40% left. Agent reviewed with caller that the implant charge depletion and the pain level were not related to the external equipment. Patient would need to be reprogrammed by rep. Agent redirected caller to the patient's healthcare provider (hcp) to address the issue. Caller was escalated and expressed dissatisfaction because caller requested to be immediately transferred to a rep. Agent already reviewed hcp and rep process. Agent sent email to rep for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. It was reported that the patient's implant battery is depleting from 100% to 0% within 2-3 days. The caller stated that they ran the recharge interval at the post op appointment and it was showing 8-9 days. The caller indicated that the intensities that the patient was using were the same as values that were programmed at the post-op. The patient was charging once a week at the time of implant. The rep indicated that the issue started in the last couple of weeks for the patient and they were notified a few weeks ago. During the call the caller was unable to connect to the implant with the clinician programmer because the ins battery was depleted. The caller will continue charging with the patient and then review the recharge log and programming information in the clinician application.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.